Event description:
Boston scientific received information that this right ventricular (rv) lead was partially dislodged. Additional information received from the field representative indicated that the lead was dislodged and revised ten days post implant. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.